Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the battery remaining in this device has decreased from 47% in may down to 16% at the last follow-up. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.

Event description:
It was reported that the battery remaining in this device has decreased from 47% in may down to 16% at the last follow-up. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.